Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device change-out follow up procedure, it was noted that the right atrial lead had no capture and decreased sensing. It was also reported that there was blood in the insulation of the lead and the lead was out of position when viewed through fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.